Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported power cord connection issue to the pump wiring harness was reproduced; visual inspection confirmed the ac adapter was physically damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged ac adapter. The ac adapter would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord was unable plug in to the pump side wiring harness of a novum iq large volume pump. This was identified in the central supply department. There was no patient involvement. No additional information is available.